Manufacturer narrative:
Philips service modified the database, set passwords, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a password setup issue post-software update and settings were missing on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.